Event description:
Information was received indicating that the cannula to a smiths medical cleo® 90 infusion set was noted to be bent. The patient's blood glucose at that time was 410mg/dl and was able to correct it with the pump. The patient recovered with no further adverse effects.